Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue as the ¿caller stated seeing a "blank screen" after applying blood to test strip, first stated a blank white screen, then a blank black screen¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.